Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping. X-rays were taken and sent to technical services (ts) for review. It was noted that the patient was hospitalized to monitor and while next steps are being determined. Ts discussed programming options. The sensing vector was reprogrammed to secondary and they will continue to monitor the patient. The s-ICD remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping. X-rays were taken and sent to technical services (ts) for review. It was noted that the patient was hospitalized to monitor and while next steps are being determined. Ts discussed programming options. The sensing vector was reprogrammed to secondary and they will continue to monitor the patient. The s-ICD remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to remove an impact code (h6) that was inadvertently added to the last report.